Event description:
It was reported that the patient experienced peritonitis due to a break in aseptic technique, further described as touch contamination where the patient made a mistake during peritoneal dialysis (pd) therapy while using baxter pd disposables. The patient was not hospitalized for this event. The patient treatment was not reported. At the time of this report, the patient was not recovered from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2013. On unspecified dates the same month as occurrence, the patient (pt) was hospitalized for the event and discharged within the same month. On an unreported date, it was reported that the patient¿s pd catheter was lying on the patient¿s skin and the pt did not cleanse the skin around the catheter area which lead to the peritonitis. The pt was treated with unknown antibiotics for the peritonitis. On an unreported date six months later, the patient¿s peritoneal dialysis (pd) catheter was removed, dianeal therapies were discontinued, the pt was transferred to hemodialysis and the pt was recovered from the peritonitis event. Twenty three days after receipt of this additional information, the patient's pd catheter was replaced. On an unreported date, the pt was retrained in proper aseptic procedures for pd therapy. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.